Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. There was a perforation of the universal cord sheath that had caused an air leak. Tape was wrapped to seal the known leak, and an additional leak was found in the area of the body control unit (bcu) was discovered. The instrument was being partially disassembled. No humidity was found out inside the device. The objective lens glue was deteriorated, the bending section adhesive was chipped, the video connector and plug cracked, the light guide cover glass was scratched and the light guide mount ring painting was melted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported there was a leak from the universal cord/video cable on the endoeye flex 3d deflectable videoscope, which was observed during reprocessing. There were no reports of patient harm associated with this event. During the testing and inspection of the returned device, the adhesive on the bending cover was chipped and the adhesive on the on the objective lenses appeared to be deteriorated with missing parts. This MDR is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to physical stress from outside the device or chemical stress due to sterilization with chemicals and/or sterrad system. The following information is stated in the instructions for use (IFU): ¿operation manual: important information ¿ please read before use: dangers, warnings, and cautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ ¿reprocessing manual: 3.1 compatibility summary: methods listed as ¿compatible¿ in table 3.1 and 3.2 are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿.¿ ¿reprocessing manual: 3.1 compatibility summary: list of compatible methods validated in terms of material durability: sterrad® 50/100s/200/nx¿: sterilization by sterrad® 50/100s/200/nx¿ system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. For further details, contact olympus.¿ olympus will continue to monitor field performance for this device.